Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 377mg/dl and diabetic ketoacidosis. The customer treated with an IV drip. Customer indicated that their pump is also cracked around the battery compartment. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.